Event description:
I use the abbott freestyle libre 3 continuous glucose monitor and two days ago it began continuously given incorrect readings indicating the my blood glucose was extremely high (above 350) on a continuous basis. When checked with my finger stick glucose monitor, my blood glucose was in the normal range. Free style light measurement was 167.